Manufacturer narrative:
This device was used for treatment, not diagnosis. The results of the product development evaluation are as follows: the t15 insertion screw driver shaft (part # 03.614.018) is a part of the synapse system. The synapse system is an enhanced set of instruments and implants, including clamps, top loading variable axis screws, hooks, transconnectors and traverse bars and rods, designed for posterior stabilization of the upper spine. The driver is one of the drivers that is used in the synapse system for screw insertion/removal. A review of the most current revision drawing was conducted. The material is adequate for its intended use for both products. The t15 insertion screw driver tip is broken off with the cross pin still intact. As this is a service and repair complaint, there is no information as to how this device was used causing the pin to shift. The probable cause is excessive force. This complaint is deemed indeterminate from a design perspective. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Event description:
It was reported that a cross pinned screwdriver had a broken tip. The tip broke during surgery on an unknown date. No further information is available at this time. This is 1 of 1 reports for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Device was used for treatment, not diagnosis. Documented results from service and repair report states that the tip of the device broke off. While this could delay surgery or create fragments, there is no report of any adverse consequence to the patient. The product was not returned for evaluation, however, the manufacturing documents were reviewed and no complaint related issues were found. There is no further information available on this event. If any other information is received this will be reported via a supplement.

Manufacturer narrative:
This device was used for treatment, not diagnosis.(B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional evaluation was conducted. The report indicates that product has been in use since (B)(6) 2007. Service and repair determined that the product had a broken tip. Service and repair was unable to repair the device. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. Device received on 02/06/2013.

Event description:
This is report 1 of 1 for compliant (B)(4).